Event description:
A post surgical pt on a nursing floor was receiving a continuous epidural infusion if fetanyl and bupivicaine at a rate of 6cc per hour through an i.v. Pump. A new 100cc minibag was hung at 4:30 pm without changing the pump set or making any changes to the settings on the pump. The pt was seen by nursing at 5:10 pm and nothing out of the ordinary was seen. At 5:25 pm the pt was found unresponsive with decreased respirations. The minibag was empty. The pt was successfully resuscitated and, as of 6/24/96, the pt exhibits no harmful effects. The pump showed no obvious problems and subsequent flow rate tests by biomedical did not show any deviation from normal operations. At 2:30 pm (shift change) the volume infused setting was reset to 0. At 5:25 pm when the pump was removed it showed 21.5cc had been infused. The pump's internal error memory showed errors the day before (6/18/96) and from biomedicals testing but no error messages from the day of the event.